Event description:
It was reported that a spectrum pump had an alarm upstream occlusion inaccurately occurred during an unspecified process step at the critical care. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction h10: the user facility submitted medwatch 2400100000-2022-8111 for this event. H10: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.